Event description:
Pt underwent aaa repair on (B)(6) 2006. One main body graft, two iliac leg grafts, and three main body extensions were placed. The main body was placed a little low so on (B)(6) 2007, pt had add'l procedure due to a type I endoleak. Physician placed another main body extension and this fixed the leak (1820334-2007-00307). On further f/u, there continued to be a slight type I endoleak due to anatomy (tortuosity and calcium). The pt underwent an add'l procedure on (B)(6) 2009 where an add'l cuff was placed. The physician stated that it was not device related; however, continuation of disease process. The current status of the pt is unk.

Manufacturer narrative:
(B)(4). Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to this failure mode, the IFU provides several instructions that should minimize this failure mode. The IFU also states the risks associated with this failure mode. The IFU states under the warnings and precautions section that "inaccurate placement and/or incomplete sealing of the zenith fex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries." Also, "inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention." In the directions for use, the physician is instructed to check the position of the contralateral limb radiopaque marker and the location of the renal arteries prior to deployment. Initial repair performed (B)(6) 2009. Secondary procedure performed (B)(6) 2007 due to the main body being placed inaccurately further f/u showed persistent proximal type I and an add'l procedure was performed on (B)(6) 2009 to place main body extension. The physician stated that the endoleak and event was "not device related; however, continuation of the disease process." With the info provided, the complaint was trended as inaccurate deployment. The inaccurate deployment and/or changes to the pt's anatomy most likely contributed to the endoleak. With the info provided, there is no evidence to suggest that a design or process induced failure of the complaint device resulted in the endoleak. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no add'l actions are required at this time.